Manufacturer narrative:
Updated fields: b4; d9; g3; g6; h3 corrected fields: d4 lot number, UDI number. The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID (B)(4).

Event description:
N/a.

Event description:
It was reported that a intra aortic balloon (iab) was inserted in the cath lab, and after being moved to the ICU, about 8 hours after insertion, the optical sensor calibration was not possible, and the sensor blood pressure no longer showed any results. An attempt was made to take an a-line from the inner lumen, but the inner lumen was already clogged and could not be used, so the patient was moved to the cath lab and replaced with another intra aortic balloon (iab). The replaced intra aortic balloon (iab) functioned normally.

Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer, so we are unable to complete an evaluation. If provided, we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Manufacturer narrative:
Updated fields: b4, d8, d9, e2, e3, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected fields: e1 (event site telephone). The product was returned with the membrane completely unfolded and blood found on the exterior and between catheter tubing and sheath. One kink was observed on the catheter tubing approximately 47.5cm from the iab tip. The fiber optic cable was returned cut close to the y-fitting by the customer. The inner lumen was found to be occluded. No fiber optic sensor the occlusion was unable to be cleared. A sensor cable analysis was impossible due to the returned condition of the device. The reported failure was unable to be confirmed by the evaluation. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. Complaint ID no. : (B)(4).